Manufacturer narrative:
A ge oec service rep investigated the issue and found a corrupt hard drive that was reformatted and had software re-loaded. The system was tested, found to operating correctly, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a reported issue with data mix. Images would not save or recall correctly.